Manufacturer narrative:
Sc-1200 sn: (B)(6). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing extreme shocking sensation from the ipg site. It was noted that the sensation was felt all the way between the shoulder blades and it also caused urinary incontinence. The physician also noted that the patients ipg had migrated. Database analysis revealed no anomalies. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing extreme shocking sensation from the ipg site. It was noted that the sensation was felt all the way between the shoulder blades and it also caused urinary incontinence. The physician also noted that the patients ipg had migrated. Database analysis revealed no anomalies. The patient underwent an explant procedure and was doing well postoperatively.